Event description:
The catheter broke off and lodged in heart. Had to have surgery to remove the tubing from the heart. Pt has surgery scheduled for tomorrow to take the remainder or the port out.

Event description:
Add'l info rec'd from MFR 2/27/06: mw1037632-the product was not returned to the MFR. So an investigation, eval, failure analysis and/or lab testing could not be completed. A conclusion could not be reached because the product was not returned to the MFR. A complaint history review of the lot number showed no other complaints of similar nature.